Event description:
It was reported by the patient advocate that this right atrial (ra) lead had become dislodged. To date, this ra lead remains in service. No adverse patient effects were reported. According to the additional information, monitoring will continue, and no additional anomalies were identified aside from lead dislodgement.

Event description:
It was reported by the patient advocate that this right atrial (ra) lead had become dislodged. To date, this ra lead remains in service. No adverse patient effects were reported.